Manufacturer narrative:
The technician found the bed exit piezo was not working on the bed exit board. The technician replaced the bed exit board to repair the bed.

Event description:
Information received indicates the bed exit is not alarming.